Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that one of the cylinders was broken. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is UDI: (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4) concomitant product UDI for reservoir is UDI: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold was noted in the distal, middle and proximal end of each cylinder. No leaks were identified for the second cylinder; however, the first cylinder presented a bulge during leakage evaluation. The pump was microscopically inspected, leak and functionally tested. The kink resistant tubing (krt) were found to be worn to the filament and the component did not pass activation testing during functional examination. No leaks were identified in the pump. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were found. Based on the information available and analysis results, the bulge identified in the first cylinder could have caused or contributed to the reported clinical observation of a broken cylinder and device not working properly. Additionally, the pump not passing functional evaluation could affect product performance.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that one of the cylinders was broken. All components were removed and replaced, and no patient complications were reported.